Manufacturer narrative:
(B)(4). (B)(6). The handpiece device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. The issue of ¿vibration head has a crack¿ has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device coupling tool side was out of specification, and the control unit was not functioning and was defective. It was noted that the machine is suspended, vibration head has a crack, u-washer of clamping screw has too much play, and the control unit faulty. It was also noted that the device failed pre-repair diagnostic tests for trigger and ecu (electric control unit) function, saw blade coupling assessment, performance, mode switch-test, oscillation frequency, and functional test. It was noted in the service order that ¿although keep pushing the switch, it stops and operate unstably.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.